Event description:
Thrombosis of drug eluting stent within 24 hrs of insertion. Pt states stent was placed 1 yr ago in a different facility. No documentation for reference. Noted stenosis- 95% stenosis to lad. The following day ptcra and stent to lad-rotoblader completed prior to stent placement. 7500u heparin given during procedure. The next day pt developed cp at 0730- gave 3 nitro tabs, plavix, started heparin gtt- sent to cath lab. + for mi. Ballooned, angiojet, and stented occluded des in lad- occlusion from thrombus. Fixed vessel. Started on integrilin gtt x 18 hrs, d/c heparin gtt. Also started lovenox. Two days later d/c home on plavix.